Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to the presence of hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the left anterior descending (lad) artery. Negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the lesion so it was removed from the patient. It is stated that the stent felt as though it was getting stuck inside the guide liner. It is reported that on removal of the stent it was noted to be deformed at the proximal end. The procedure was complete using the same size and model stent. It is reported that the patient is alive with no injury.

Manufacturer narrative:
The device was inspected prior to use. The stent looked as if it was bent back on itself on the proximal end out of the package. The stent would not go through the non-medtronic guide extension catheter (gec). It is unknown if the stent exited the tip of the gec. It was removed and not used. No intervention was required to remove the stent from the gec. No difficulties were noted when removing the stent from the patient. If information is provided in the future, a supplemental report will be issued.